Event description:
(B)(4). Event occurred in (B)(6). It was reported that, the infusion set's tubing detached at the quick release. The patient observed insulin came out of the tubing about 4 hours after the set was changed and this issue occured with one set. No further information available.